Event description:
A malfunction with code 16 was reported, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support arranged for the replacement of the pump, which was under warranty, and the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. The customer was instructed to put the pump into storage mode and return it with a pre-paid label within ten days, which they understood and acknowledged.